Manufacturer narrative:
(B)(4). The service engineer (se) updated the software onto the customer purchased graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received that ventilator had an erratic display. There was no harm to the patient.